Event description:
It was reported to an arjo representative that there was an incident with the involvement of maxi sky 600 and passive clip sling. It was stated that at the initial phase of patient's transfer, when resident was lifted out of the bed, right leg clip detached from the spreader bar attachment point. Following information provided, the patient was restless and in a state of opposition during the lifting procedure. As the consequence of the event the resident fell off the sling and sustained femur fracture and ecchymosis on the left eyebrow.